Event description:
Procedure: laparoscopic hernia repair reportedly, when reaching for the suture, the grasper were forced against the wall of the cannula and the tip of the cannula broke. The surgeon was unable to locate the broken pieces inside the patient. There are 2 pieces of the cannula that are missing. One piece is approximately 2.25 mm long x 1mm wide. The other piece is approximately 3mm wide. There was no reported injury to the patient.